Event description:
Pt was fitted with anti-embolism stockings at rehab hosp. Pt had to be admitted to surgery for a bladder problem. After discharge, pt was at home and dropped a match onto the stocking and it was set on fire. Pt's spouse was in the next room and extinguished the fire. Pt was taken to ER, via ambulance, and was diagnosed with third degree burns on right leg and hands. Pt was treated with a graft but health deteriorated and pt died 3 weeks later.